Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The patient presented with critical ischemia. Vascular access was obtained via the femoral artery. The 85% stenosed, de novo, eccentrically shaped, 80mm target lesion was located in the severely tortuous and severely calcified tibial artery. This v-14¿ controlwire® was advanced to the distal segment of the tibial artery. A non bsc balloon catheter was introduced. It was noted that the balloon did not advance well and was unable to reach the distal segment as intended. The balloon was removed and it was observed that the tip of the guide had detached and remained in the distal vessel. Surgery was performed to remove the tip. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: examination of returned device revealed the distal tip was damaged. The device has the distal tip detached and kinked. The overall length was within specification. The outer diameter of the middle and proximal sections met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The patient presented with critical ischemia. Vascular access was obtained via the femoral artery. The 85% stenosed, de novo, eccentrically shaped, 80mm target lesion was located in the severely tortuous and severely calcified tibial artery. This v-14 controlwire was advanced to the distal segment of the tibial artery. A non bsc balloon catheter was introduced. It was noted that the balloon did not advance well and was unable to reach the distal segment as intended. The balloon was removed and it was observed that the tip of the guide had detached and remained in the distal vessel. Surgery was performed to remove the tip. No further patient complications were reported.